Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of the event information was conducted by an isi medical safety officer (mso). Per the mso and based upon the information in the description of the events, the cause of the vena cava laceration seems to be most likely related to the use of the third-party stapler. Bleeding is only noted after the use of the third-party stapler. The extent to which the da vinci system, instrumentation, and/or accessories may have caused or contributed to this injury is not able to be fully understood from the information provided in the description of events. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci assisted right hemi-hepatectomy procedure, a patient died. The event occurred after the robotics portion of the procedure was completed and the right hepatic vein had to be removed. The hepatic vein removal was not conducted with the da vinci system because robotic white stapler reloads were unavailable. The surgeon elected to use an echelon 45mm stapler instrument with a white reload. Upon opening the echelon 45 stapler jaws, massive venous bleeding occurred. The cause of the operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted right hemi-hepatectomy procedure, a patient died. The event occurred after the robotics portion of the procedure was completed and the right hepatic vein had to be removed. The hepatic vein removal was not conducted with the da vinci system because robotic white stapler reloads were unavailable. The surgeon elected to use an echelon 45mm stapler (not an intuitive surgical, inc. (Isi) device) with a white reload. It is unclear if the surgeon used a third-party trocar or a previously placed da vinci trocar to inset the stapler instrument. Upon opening the echelon 45 stapler jaws, massive venous bleeding occurred. The cause was a 4 cm longitudinal defect in the inferior vena cava extending to the diaphragm. The surgeon made a 3-minute attempt to suture the defect with robotic assistance. Due to poor visibility, the surgeon made the clinical decision to convert to open. Once open, the surgeon began to suture the vena cava followed. While attempting to repair the vena cava, the patient went into cardiac arrest. Attempts to resuscitate the patient were unsuccessful. Per the surgeon, the cause of the error cannot be determined. The surgeon does not believe a malfunction of the da vinci system, instrument, or accessory occurred. Per the surgeon, the cause of the error cannot be determined. The surgeon suspects the vena cava was injured during the insertion of the echelon 45 stapler; however, no bleeding was observed during this manipulation. The surgeon also suspects that when closing the echelon 45 stapler jaws, traction or gravity forces were released, which led to a rupture of the vessel; however, no bleeding was observed after closing the instrument. Per the surgeon, a third possibility could be that the echelon 45 stapler did not work sufficiently; however, this could not be confirmed due to the poor visibility that followed the massive venous bleeding event and could not be accessed whether a sufficient row of staples could be seen on the vena cava. The cause of death as it appears on the death certificate is listed as hemorrhagic shock with irreversible damage to the heart and central nervous system due to intraoperative injury to the inferior vena cava with approximately 10 minutes of ischemia. The operation was recorded on video; however, the recording has been seized by the public prosecutor¿s office and is unavailable for isi to review.